Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 278mg/dl, 112mg/dl, 216mg/dl, 192mg/dl. Tests were done <20 minutes apart with a difference of 40%. Patient did not experience any adverse events. No further information has been reported.